Event description:
On 05-oct-2025 it was reported that on (B)(6) 2025, the user experienced hyperglycemia with blood glucose reported as high as 320 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted from on (B)(6) 2025 and managed with insulin therapy. The user recovered and ilet therapy was resumed.

Manufacturer narrative:
The user experienced hyperglycemia resulting in dka and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported hospitalization and insulin therapy. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed that insulin delivery was manually paused and cgm signal was lost, resulting in no insulin delivery for approximately 12 hours prior to the event. When cgm connectivity returned, insulin delivery resumed, but hyperglycemia had already developed. Based on available information, the event was attributed to interruption of insulin delivery due to cgm signal loss and manual pause rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.